Manufacturer narrative:
The insulin pump was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, selftest, reset error test and displacement test. The insulin pump was received with a partially broken reservoir tube lip. The insulin pump was received with missing reservoir tube lip o-ring, a cracked case at display window corners, reservoir tube window corners, reservoir tube window and battery tube threads and with minor scratches to the display window. (B)(4).

Event description:
The customer reported via telephone call that she was hospitalized due to high blood glucose and diabetic ketoacidosis. The top of the reservoir compartment was cracked and she thought that the reservoir may have come out of the insulin pump. The blood glucose reading was 500 mg/dl. The customer was wearing the insulin pump at the time of the event but it was removed at the hospital. She declined troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the delivery accuracy test.